Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be confirmed when the tear occurred or if it contributed to the reported event. The timing and cause of the damage is unknown. No other damages or defects were found with the device.

Event description:
It has been reported that the patient's blood glucose levels rose above 250 mg/dl which wearing the pod 37 and 48 hours on the leg. The pod was leaking insulin. As treatment a new pod was applied.